Event description:
It was reported that the patient experienced a shocking sensation from her implantable neurostimulator (ins) when lying down yesterday. It was also reported that she had a loss of therapeutic effect since (B)(6) 2011. The patient did not have a urinary tract infection but did have hematuria. There was no incident or accident related to the event but she was dealing with her husband's cancer issues which added to her device/therapy concerns. She did try changing her programs in an attempt to resolve the issue (she felt stimulation) but still had concerns related to the ins therapy. She had an appointment with her healthcare professional on (B)(6) 2012. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3889-28, lot #v514033, implanted: (B)(6) 2010, explanted: na, programmer: model 3037, serial # (B)(4). (B)(4).